Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, the surgeon used the device to ligate the cystic artery. When he was firing, the clips fell out and 2-3 clips were without completed form. The surgeon changed to a new device to complete the case. There were no adverse consequences for the patient.